Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic). It was further reported that the rv lead exhibited intermittent oversensing and undersensing accompanying true arrhythmias on treated ventricular fibrillation (vf) episodes. It was further reported that the rv lead exhibited undersensing resulting in a possible delay of therapy. It was further reported that the left ventricular (lv) lead exhibited an increase in pacing impedance trends and an increase in threshold trends. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.